Event description:
It was reported that the right atrial (ra) lead was oversensing with isometric movement. There was also far field r-wave (ffrw) oversensing noted. In addition, the right ventricular (rv) lead exhibited oversensing. The ra lead was reprogrammed, and both leads remain in use. No patient complications have been reported as a result of this event.